Manufacturer narrative:
No difficulties were noted when removing the protective sheath. The inflation device wasn¿t connected during the device¿s delivery. No intervention was required as the stent wasn¿t delivered inside the patient. The dislodged stent was removed with the delivery system and replaced with another resolute integrity 2.75 x 10mm stent. There was difficulty removing the delivery system, more force that normal was required. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was attempting to use a resolute integrity rx drug eluting stent to treat a non calcified and non tortuous lesion. Angiography diagnosed the patient with acute mi. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The device was inspected and negative prep performed no issues noted. During the procedure it was reported that resistance was encountered when advancing the device. No excessive force was used. The stent dislodged during delivery to / at lesion. It was reported that the dislodged device was removed and replaced with another resolute integrity stent.

Manufacturer narrative:
Additional information: it was indicated that the stent delivery system broke during the procedure. Evaluation summary: kinks were visible along the hypotube with a detachment approx. 22.5cm distal to the strain relief. The hypotube was oval and jagged on both sides of the break site. The distal shaft was kinked and flattened approx. 2cm, 4cm, 6cm, 9.5cm, 20cm and 23cm distal to the guide wire entry port. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation seen to the 20th, 21st, 22nd, and 23rd distal stent wraps with raised and overlapping struts. There was deformation to the distal tip. Image review: it is possible that the target lesion sit is situated in the left coronary arteries. There was no evidence of stent dislodgement from the images. Tortuous nature of vessels is seen. Com (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.